Event description:
After tube insertion, metal stylus was difficult to remove. Pt sustained no injury.

Manufacturer narrative:
Evaluation of product from same lot is anticipated upon receipt. Actual device received was discarded. Qa department reported that co's investigation of this event/product concluded that this is not a device malfunction. Co has closed this file.